Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device was found to have internal contamination. The device's active exhalation control module, sensor board, flow sensor assembly and tubing kit were replaced to address the issues.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device was found to have internal contamination. The device's active exhalation control module, sensor board, flow sensor assembly and tubing kit were replaced to address the issues. During the evaluation, the aecm, flow sensor and tubing kit were replaced due to contamination.